Event description:
It was reported that 2 maxzero needleless connectors were damaged and could not be aspirated during use. The following information was provided by the initial reporter, translated from japanese to english: "the customer used a combination of PICC, mz, and a stopcock. When the hcp attempted aspiration, he/she could not perform that. Then, when the hcp removed mz and used PICC plus a stopcock, he/she could perform that appropriately. The customer therefore suspected that there might be a defect on mz."

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 20067254. D.4. Medical device expiration date: 6/30/2023. H.4. Device manufacture date: 6/30/2020. D.4. Medical device lot #: 20065388. D.4. Medical device expiration date: 6/3/2023. H.4. Device manufacture date: 6/3/2020. D.4. Medical device lot #: 20055829. D.4. Medical device expiration date: 5/15/2023. H.4. Device manufacture date: 5/15/2020. D.4. Medical device lot #: 20045615. D.4. Medical device expiration date: 4/6/2023. H.4. Device manufacture date: 4/6/2020. H.6. Investigation: two mz1000 samples were received without packaging for investigation; no obvious residual fluid was present in the maxzero components. The customer feedback indicates that the complaint samples were from lot 20067254, 20065388, 20055829 or 20045615. No connecting products were returned to assist the investigation. A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. The samples were subjected to functional testing by connecting a retained 50ml bd plastipak syringe from stock to the returned samples; in each instance no flow restrictions or occlusions were identified during testing. A review of the production records for lot 20067254, 20065388, 20055829 and 20045615 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects that could have contributed to the customer¿s experience.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 maxzero needleless connectors were damaged and could not be aspirated during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the customer used a combination of PICC, mz, and a stopcock. When the hcp attempted aspiration, he/she could not perform that. Then, when the hcp removed mz and used PICC plus a stopcock, he/she could perform that appropriately. The customer therefore suspected that there might be a defect on mz."